Manufacturer narrative:
The reported event is not related to a device malfunction and the device worked as intended. It is possible that the retroperitoneal bleed was related to a high stick, but images were not provided to cardiva medical, inc. A complication such as retroperitoneal bleeding are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device.

Event description:
The patient had a carotid angiogram that showed a stenosis and progressed to a carotid stent placement. Once the procedure was completed, a 6-7 vascade was opened to close the arterial access. Angiography showed bi-lateral hip replacements in this patient with orthopedic hardware present. This hardware made it difficult to visualize the exact entry point of the sheath. The entry site appeared to be near the top of the femoral head and below the inferior epigastric artery. The physician placed the vascade per the IFU, however excessive proximal was applied resulting in some tenting at the insertion site and collagen deployment at skin level. Hemostasis was achieved and the groin looked soft and dry. The drape was removed and the patient was being prepared to come off of the table. It was then noted that the patient's blood pressure (via cuff on the l arm) was beginning to drop. Bp during the procedure was approximately 160 mmhg systolic. At this point, the bp had dropped to approximately 80 mmhg systolic and continued to drop. The vascular surgeon was notified and arterial access was achieved in the patient's r radial artery. A catheter was placed in the r iliac artery and an angiogram was obtained. This showed some late blushing at about the level of the inferior epigastric artery. Vasopressors and fluids were started to treat the patient's hypotension. A balloon was place over the site of the blushing and inflated for 5 min. The patient's pressure increased into the 120 systolic range. The balloon was deflated and the neosynephrine was decreased. The patient's blood pressure began to drop once again, as low as the upper 40's systolic. The patient was still lucid and not showing distress. The neo was increased again to support her blood pressure. It was then decided to place a covered stent over the area of the vessel in the r femoral artery to seal the vessel. The patient's bp continued to vacillate as the neo was turned down and then back up. This occurred several times. A swan-ganz catheter was placed in the r internal jugular and right heart pressures were obtained. The patient remained hypotensive. The patient was admitted to the ICU with a retroperitoneal bleed, the neosynephrine running and fluid infusion continuing. She was given one unit of blood in the ICU and was stable 2 hours after completion of the rfa covered stent placement.